Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a lot of delivery alarms on the insulin pump. Customer's blood glucose was 538 mg/dl. Customer treated with a manual injection and bolus. Customer stated that she has a back-up plan and has treated with the pump. Customer stated that her blood glucose runs high in the morning but she is not always receiving any alarms to alert her of a no delivery. Customer stated that she did a set change and a manual injection for 5 units. Customer has been bolusing and her blood glucose is 205 mg/dl. Customer was explained that it takes about 5 units of back pressure to trigger the no delivery alarm. Customer stated the no delivery alarm is recurring. Customer stated that the no delivery alarm was resolved by a set change. Customer was advised to do a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting.